Manufacturer narrative:
D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld was not returned, thus no returned product investigation was performed. H6): perforation of vessels is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a left ventricular (lv) lead due to non function. A right atrial (ra) and right ventricular (rv) lead were present in the patient as well, but were not targeted for extraction. A spectranetics lld e lead locking device (lld e) was inserted into the lead to provide traction. Beginning with a spectranetics 12f glidelight laser sheath, advancement was made to the coronary sinus (cs) ostium. Then, the glidelight was advanced into the ostium, using no laser. The lv lead pulled back into the glidelight, and both the lv lead and the glidelight were removed. At that time, the patient's blood pressure dropped. Rescue efforts began, including sternotomy, and a cs perforation was discovered and repaired with a single stitch. The patient survived the procedure. This report captures the lld e providing traction within the lv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.